Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause was assumed to be physical stress that was applied to the bending section. However, it was not possible to specify the condition of this applied stress. The instructions for use (IFU) (operation manual), provides the following caution on stress and impact to the unit: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The IFU (operation manual), provides the following on inspection of the unit prior to use: ·carefully run your one hand back and forth over the entire length of the insertion section in a stabilized condition, such as holding the control section with the other hand or placing the control section on a hanger. ·confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Gently hold the midpoint of the bending section and approximately 20 cm from the distal end of the endoscope. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the bending section cover was found broken at one of the top of the skeleton ring pin/rivet. The bending mesh was removed and the skeleton was exposed. Furthermore, the bending section cover crack on both sides were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope distal tip has a hard bump pushing up against the bending rubber. The operator believe that it may eventually puncture the bending rubber and harm the patient. The event occurred during reprocessing. During a standard service inspection of the customer returned device, broken bending section cover was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.